Event description:
The report is from the study. The patient was a male with a history of smoking. Medications at baseline were aspirin, anticoagulants, statins, and beta blockers. The indication for the index procedure was stable angina pectoris. Medications during the procedure were clopidogrel and heparin. Heart rate at baseline was 61/min. Blood pressure was 135/70 and lvef was 30-50%. The target lesion was the bifurcation of the proximal left anterior descending artery (plad) and the 1st diagonal artery (d1). The vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure stenosis was 80% and timi flow was 3. The lesion was de novo and bifurcated. The lesion was not pre-dilated. Lesion location according to medina was 1,1,0. Single stent technique and a final kissing balloon was used. A stent was deployed at 13atm. A dissection occurred downstream of the lesion and the second stent was deployed at 13atm. Post-procedure stenosis was 3% and timi flow was 3. The patient was discharged the following day. Medications at discharge were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers. The patient was followed up at 1-month and 6-months post procedure and the patient was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.